Manufacturer narrative:
Concomitant medical products: 100 ml fresenius kabi bottle of diprivan (propofol) injectable emulsion usp, (B)(4), lot # 16ki5461, exp date: 08 2018; therapy date (B)(6) 2017. The customer¿s report of propofol infusing faster than expected was neither confirmed nor replicated. The pcu event log shows the pump module was in use and infusing a primary infusion of propofol 1000 mg in 100 ml at 13.1 ml/hr. Between 10:09 pm on (B)(6) 2017 and 11:30 pm, there were 2 air in line alarms. After the second air in line alarm at 11:30 pm, the user channeled the device off. The volume recorded as being infused during this period was 14.73 ml. The starting volume of the fluid container cannot be determined through device logs. Functional testing performed found the pump module to be delivering fluid within specification. There were no anomalies or leaks observed with the primary set. The root cause of the propofol infusing faster than expected was not identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a new bottle of propofol 1000 mg/100 ml was programmed as a primary to infuse at 13.2 ml/hr with a duration of 7.5 hours. Twenty minutes after the infusion was started, the pump alarmed for ¿air-in-line¿ and the bottle was found empty. The pump and tubing were checked; the infusion rate showed 13.2 ml/hr but the volume infused was recorded as 7.2 ml. The patient¿s blood pressure dropped from 120-130 systolic to a post infusion of 100-110 systolic. There was no further treatment or medical intervention given.